Manufacturer narrative:
In order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. The pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. On (B)(6) 2025, the patient demonstrated a possible mixed-picture shock state, with the white blood cell count increasing to 20.6 and reported fever overnight. No additional clinical changes were noted in the information provided, and no impella-related malfunction was reported at this time.